Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer had low blood glucose and a couple of seizures during the night and the paramedics had to be called. It was reported that issue occurred with the past 4 to 5 years. Customer declined transfer to helpline.